Event description:
A healthcare facility in germany reported via a fisher & paykel healthcare (f&p) field representative that two ojr410vt optiflow junior 2 ventilator transition kits were found to be defective. It was further reported that during patient setup, the tubing of the optiflow junior 2 nasal cannulas was detached from cannula end. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Section d4: lot number, expiration date, UDI details of other cannula was not received from the customer. Section h4: device manufacturing details of other cannula was not received from the customer fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.